Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of an article where a patient received coolsculpting treatments to the abdomen and experienced pain which led to the patient feeling dizzy and faint. After treatment, the treated area turned purple and the patient went to the hospital in pain and was diagnosed with frost bite and third degree burns.

Manufacturer narrative:
Clarification to h6 event codes: disregard e0112 dizziness as the event is not serious nor reportable.

Event description:
Allergan received a report of an article where a patient received coolsculpting treatments to the abdomen and experienced pain which led to the patient feeling dizzy and faint. After treatment, the treated area turned purple and the patient went to the hospital in pain and was diagnosed with frost bite and third degree burns.

Manufacturer narrative:
The reported event is in the product labeling and further investigation is being performed.

Event description:
Allergan received a report of an article where a patient received coolsculpting treatments to the abdomen and experienced pain which led to the patient feeling dizzy and faint. After treatment, the treated area turned purple and the patient went to the hospital in pain and was diagnosed with frost bite and third degree burns.